Event description:
(B) (4). It was reported that post a coronary artery drug-eluting stenting treatment procedure, restenosis occurred. The index procedure treated the 90% stenosed, 3.0x12.0mm target lesion located in the right posterior descending artery (r-pda). Treatment consisted of pre-dilation and placement of a 3.00×12mm taxus express2 stent with 0% residual stenosis. A 100% stenosed, 3.00x14.8mm non-target lesion located in the right posteroatrioventricular (pav) was treated with placement a 3.00x16mm taxus express2 stent. Residual stenosis was 0%. In (B) (6) 2008, the patient had a follow up visit and there was 100% restenosis at the stented segment with the taxus express 2 stent in the right pav. The physician in charge of the investigation reported that rca3 instead of lcx has collateral circulation and the condition would not be treated since there were no symptoms.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.